Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: mwr-22012024-0001555989, mwr-22012024-0001555990, mwr-22012024-0001555991.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 and barbed suture was used. During the procedure, the sales rep reported that the physician assistant doing the closure that the needle popped off the suture without any pressure. It happened with three sutures during the same case. No adverse patient consequences were reported. Additional information was requested.